Event description:
Results of the threshold tests performed on (B)(6) 2014 were not displayed in the follow-up printout.

Event description:
Results of the threshold tests performed on (B)(6) 2014 were not displayed in the follow-up printout.

Manufacturer narrative:
After further investigations, analysis report was updated (B)(4).

Event description:
Results of the threshold tests performed on (B)(6) 2014 were not displayed in the follow-up printout.